Event description:
(B)(6) study. It was reported a thrombus on the device occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. The patient was in paced rhythm. Heparin was administered post transseptal puncture. A 27mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 19.0 mm. Prior to procedure, 80 mg of aspirin and 75 mg clopidogrel were administrated. On (B)(6) 2020, a computed tomography (CT) scan of laa imaging revealed presence of a laminar non-mobile thrombus on the atrial facing surface of the watchman flx device. The maximum area of the thrombus was not available, largest residual jet size around the device was 3.0 mm and there was no evidence of thrombus in left atrium and pericardial effusion. The patient had a residual atrial septal shunt, but that was not assessed. The patient adjusted their oral medication in response to the thrombus. The patient was on aspirin and clopidogrel during the time of event.

Manufacturer narrative:
Patient codes updated from thrombosis 2100 to no consequences or impact to patient 2199 device codes updated from adverse event without identified device or use problem 2993 to difficult to open or close 2921 .

Event description:
Flxibility study. It was reported there was a gap on the closure device. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. The patient was in paced rhythm. Heparin was administered post transseptal puncture. A 27mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 19.0 mm. Prior to procedure, 80 mg of aspirin and 75 mg clopidogrel were administrated. On (B)(6) 2020, a computed tomography (CT) scan of laa imaging revealed a suspected presence of a laminar non-mobile thrombus on the atrial facing surface of the watchman flx device. However, this was later confirmed to be an artifact, not a thrombus. The size of the largest residual jet around the device was 5.3 mm. There was no evidence of thrombus in left atrium and no evidence of pericardial effusion. The patient had a residual atrial septal shunt, but that was not assessed. The patient adjusted their oral medication. The patient was on aspirin and clopidogrel during the time of event. A new CT scan will be completed within the next 3 months. It was further reported that on (B)(6) 2020, the size of the largest residual jet around the device was 5.3 mm. The physician confirmed there is no thrombus; that it is just an artefact. A new CT scan will be completed within the next 3 months. It was further reported that on may 19, 2020, a follow-up CT scan revealed the residual jet size was less than 5mm.

Manufacturer narrative:
Patient codes updated from thrombosis 2100 to no consequences or impact to patient 2199 device codes updated from adverse event without identified device or use problem 2993 to difficult to open or close 2921.

Event description:
Flexibility study: it was reported a thrombus on the device occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. The patient was in paced rhythm. Heparin was administered post transseptal puncture. A 27mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 19.0 mm. Prior to procedure, 80 mg of aspirin and 75 mg clopidogrel were administrated. On (B)(6) 2020, a computed tomography (CT) scan of laa imaging revealed presence of a laminar non-mobile thrombus on the atrial facing surface of the watchman flx device. The maximum area of the thrombus was not available, largest residual jet size around the device was 3.0 mm and there was no evidence of thrombus in left atrium and pericardial effusion. The patient had a residual atrial septal shunt, but that was not assessed. The patient adjusted their oral medication in response to the thrombus. The patient was on aspirin and clopidogrel during the time of event. It was further reported that on (B)(6) 2020, the size of the largest residual jet around the device was 5.3 mm. The physician confirmed there is no thrombus; that it is just an artefact. A new CT scan will be completed within the next 3 months.